Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: per the asr, it appears that the one-piece sled may have broken when the knife was powered forward and the right side (specimen side) of the sled advanced but the left side (patient side) of the sled did not advance. The rep was able to see that un-formed staples were partially deployed on the left side. The rep could not closely look at the device though. The device was not fired across any hard instruments or objects. There were no clips where the device was being fired at the time of the firing.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, for the second firing the device was loaded with a green reload with gore seamguard buttressing material. The device was clamped on tissue in the non-articulated position far from the bougie. The device was fired and as the knife advanced there was a cracking sound. The knife fired completely distally and returned to the home position. When the jaws were released they saw the staples formed on the specimen side, but there were no staples on the patient side of the cut line. The surgeon pulled another device of the same product code and reload and placed the device on tissue where there were no staples and fired again. The second device was used with additional reloads to complete the case. The surgeon laparoscopically oversewed the staple line and applied some clips for reinforcement. A leak test was performed with no leaks. There were no adverse consequences for the patient.